Manufacturer narrative:
The suspect device was returned for evaluation. The device was tested for functionality and failed to charge in order to fire on the third attempt. The complaint is confirmed. Root cause is attributed to the manufacturing process. A review of the complaint database was performed and no similar complaints for this lot number were identified. A review of the device history record was performed and no exception documents were found.

Event description:
The account alleges that when attempting to take biopsies the biopsy device failed to collect a sample. No patient injury to report.